Manufacturer narrative:
Additional information: (patient identifier, concomitant medical products, and adverse event problem). Additional information received by smiths medical on 24-oct- 2019. The reported issue was discovered during a recertification renewal. There was no patient involved. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens, downstream occlusion seal bubbled, and battery compartment cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and functional/sensor testing were performed. The customer concern "dso error" was not confirmed. According to the investigation there was one recent downstream occlusion event followed by the customer using the pump for 24 hours afterwards in the pump event history log. The investigation reported that the pump downstream trip (point tested at 23 psi). Service replaced the pump dso seal for slight bubble and recalibrate as precaution. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a downstream occlusion error. No adverse effects were reported.